Event description:
It was reported that this right ventricular (rv) lead was revisioned and repositioned due to it presenting a lack of capture and high capture thresholds. The patient was followed up at a later date and device was functioning as expected, within the expected parameters. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was previsioned and repositioned due to it presenting a lack of capture and high capture thresholds. The patient was followed up at a later date and device was functioning as expected, within the expected parameters. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment.